Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needed assistance unlocking the insulin pump. The customer is using lithium batteries. The pump has a partial display. The customer's blood glucose was unknown. The customer was advised to use (B)(6) aaa batteries. Nothing is returning.